Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were going to emergency room for treated high blood glucose. Blood glucose was 599 mg/dl and treated with syringe. Customer also reported that critical pump error image was display on the insulin pump screen. Troubleshooting was performed. Customer also reported that insulin pump had pump error alarm. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.